Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump error 25 alarm due to j6 connector resistance issue.

Event description:
Customer reported via phone call that the insulin pump had power error. Customer blood glucose level was unknown. Customer was able to complete insulin pump rewind. The device will be returned for analysis.